Manufacturer narrative:
Batch review performed on 13 october 2021: lot 2005204: (B)(4) items manufactured and released on 29-july-2020. Expiration date: 2025-july-16. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold with another similar reported event [emdr 2021-00085].

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 weeks after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.